Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image) was confirmed and found to be caused by a faulty printed circuit board. An error code b30 (scope communication error) was also observed and found to be caused by defective video connection due to moisture. In addition, service found the connection socket was damaged, the front panel was broken, the rear video connection socket was defective, and the hoses of the pump were discolored, and contaminated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image when in use with the endoscopes and a message appeared stating that data transmission was not possible. There was no patient harm or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and the event description, it was confirmed that the printed circuit board was defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.